Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 89 mg/dl; due to needing settings adjustment. Reportedly, customer attempted to self-treat by consuming carbohydrates, however; was monitored at the ER to ensure bg levels were resolved. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.